Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils into the target vessel using a lantern delivery microcatheter (lantern). The physician then experienced resistance while retracting a ruby coil in order to reposition it and the ruby coil unintentionally detached while partially retracted out of the hub of the lantern. The physician successfully pull the detached ruby coil out of the lantern, and the procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.